Event description:
1. In 1997 the physician performed transvaginal hysterectomy + right salpingo-oophorectomy, anterior repair and in-tac sling + bladder neck suspension ("bns"; suspension of the pt's bladder neck anteriorly and superiorly to restore the proper anatomic position of the bladder, in order to achieve urine continence). Consequently, the pt suffered from urine retention and had pt in-tac sling removed in 1998. The operation report states that "sling was found to be very anterior on the urethra". At an office visit in 1998, the physician noted good healing without granulation. Urine retention is a known complication of bladder neck suspension procedures and anticipated in the labeling of the in-tac, although rarely observed following several hundred procedures. 2. In 1998 foreign body reaction was on the right side. In 1998 the foreign body was removed and identified as synthetic mesh. The synthetic mesh may be remaining from the protagen graft used for the anterior repair, or from the triangle sling used in the in-tac sling procedure. 3. In addition, in 1998, bone scans revealed pattern, which may be consistent with osteitis pubis. Following that diagnosis, the pt underwent open reduction and internal fixation of the symphysis pubis (in 1999 with revisions in 2000).